Manufacturer narrative:
Method: medical review. Results: per medical review - the patient reported "high pressure" in the eye after icl implantation on (B)(6) 2013. According to the dcr, dated on (B)(6) 2014, there was no adverse event attributed to icl surgery and post-op period. No additional medical or surgical intervention was performed. Provided were three intraocular, postoperative, iop measurements from three subsequent follow-ups and the highest value was 18 mm hg (normal). It should be noted that normal intraocular pressures average between 12-22 mm hg and can vary hourly, daily and weekly. Conclusions: based on the complaint history, work order search and the medical review, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 12.6mm micl 12.6 implantable collamer lens in his right eye (od) on (B)(6) 2013. The patient reported high pressure in eye after surgery. The facility reported at the last post-op visit on (B)(6) 2013 the intraocular pressure was 18mm. The icl remains implanted.

Manufacturer narrative:
(B)(4) - intraocular pressure rise. Device evaluated by manufacturer? No. Lens implanted. Evaluation method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions - (no conclusion can be drawn): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).